Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump repeatedly displayed a blue circle during initial setup and would not progress to full power-on or charge, while the charger functioned with a backup ilet, and a replacement was provided; blood glucose was not affected because therapy had not started. Symptoms included no clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. The investigation included remote troubleshooting and tracking of replacement delivery. Investigation of this device revealed a device malfunction consistent with a power-on/charging failure associated with the pump hardware, with the problem not reproducible on the charger itself. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump hardware.